Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a 67-year-old male in non-st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient developed a hematoma during impella cp implant. As a result of the noted hematoma, the doctor made the decision to remove the pump and a covered stent was placed at the site. Hemostasis was achieved and the hematoma resolved.

Manufacturer narrative:
The investigation for access site bleeding/hematoma has been completed. There was no product or data logs returned to further investigate the case. The root cause of the access site bleeding is most likely to be a use issue based on all the clinical notes. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12401.